Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl and took 20u of insulin. The customer stated after taking insulin it's been half an hour and blood glucose still going up. Assisted customer with rewinding and priming a new set, during process customer stated that he did a set change last night, but that he didn't fill the infusion set last night. The customer didn¿t perform troubleshoot. The insulin pump will not be returned for analysis.